Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Manufacturing date corrected. An event regarding corrosion a unitrax unipolar head system was reported. The event was confirmed. Inspection of the returned device was unremarkable. Material analysis confirmed the presence of corrosion products and indicated "no material or manufacturing defects were observed on the devices examined". A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found no other events have been reported for the subject manufacturing lot. The reported revision surgery and corrosion were confirmed. Analysis of the returned devices found no indication of material or manufacturing defects. Clinician review of the provided medical records indicated there is no evidence the revision to a total hip arthroplasty for progressive acetabular degenerative joint disease was related to the observed corrosion. Based on the information provided the root cause of the revision is determined to be natural degeneration of the patient's native acetabulum and is not device related.

Event description:
It was reported that the patient complained of a painful left hip. The surgeon stated loss of acetabular articular cartilage. The stem remained implanted. The surgeon found the head and the sleeve was well fixed. When he removed the sleeve, there was a black ring on the trunion where the sleeve terminated. There appeared to be a black ring around the inside of the sleeve. The surgeon commented that there was a lot of reactive tissue inside the hollow part of the unitrax head. The surgeon was concerned and would like investigation results on the black substance.

Event description:
It was reported that the patient complained of a painful left hip. The surgeon stated loss of acetabular articular cartilage. The stem remained implanted. The surgeon found the head and the sleeve was well fixed. When he removed the sleeve, there was a black ring on the trunion where the sleeve terminated. There appeared to be a black ring around the inside of the sleeve. The surgeon commented that there was a lot of reactive tissue inside the hollow part of the unitrax head. The surgeon was concerned and would like investigation results on the black substance.